Event description:
It was reported that a patient had a ruptured breast implant after a mammography with a performa stereo system.

Manufacturer narrative:
Patient identifier was not provided.: the incident occurred in 2011 but the customer only informed ge healthcare on (B)(4) 2014, when a field engineer was called for service. The customer does not have a service agreement with ge healthcare since the warranty expired in 2009, and did not request service in 2011 at the time the incident took place. The exact device manufacture date is unknown but the system was installed on (B)(4) 2004. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.